Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the b30 scope communication error was due to water invasion. The leakage damage on the biopsy channel and bending section cover was also confirmed. Additional findings were as follows: the ultrasonic connector case, u-mount, and the control unit had discoloration. Due to corrosion on the plug unit and suction connector, the image was not displayed. Due to damage to the condenser unit, the insulation resistance between the videoscope and ultrasound connector did not reach the standard. Due to damage on the cover of the ultrasonic cable, the insulation resistance between videoscope and ultrasound connector did not reach the standard. Due to a pinhole on the bending section cover and the camera head tube, water tightness was lost. The image guide bundle had stains and significant breakages. The distal end had a scratch. The bending tube connector case was damaged. The following components had corrosion due to water leakage: image guide cover, image guide holder, image guide mount v, right center joint, ultrasonic connector, circuit board unit in the suction connector, cable unit, and cover in universal cord connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the bronchofiberscope had a leak in the biopsy channel and bending section cover, and an error code b30 (scope communication) which caused no picture. The issue occurred during the reprocessing of the device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of [b30 cope communication error appears due to broken connector caused by water invasion] could not be identified. The following information is stated in the instructions for use (IFU). Instructions: evis eus ultrasound bronchofibervideoscope olympus bf-uc190f important information ¿ please read before use warnings and cautions "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient". Olympus will continue to monitor field performance for this device.